Event description:
Facility notified quality systems directly concerning four reported "blood leaks". All were same lot numbers. Have requested further clinical info to determine number of complaints to be filed on 09/16/1998 (two messages left for health care professional). On 09/18/1998 and 09/21/1998 further telephone calls were made to gather info for evaluation of this complaint and the condition of the involved pts. 09/21/1998 info given by health care professional reporting 240 ml blood loss to each of the four affected pts with no adverse effects, due to discard of the extracorporeal circuit. Blood was visible in the dialysate at treatment start. The leaks reportedly occurred within a two week period. None of the actual samples were saved. Individual mdrs filed due to reported blood losses. No further info is available. This is first leak complaint.